Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem and ceramic head was reported. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. Visual inspection of the returned device noted the following: metal transfer markings were observed on the head, consistent with contact against a metal object. There is no allegation of failure against the head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stryker rep reported that patient underwent revision surgery on an exeter stem. Revision date (B)(6) 2018. Event update per review of the provided x-ray: provided x-ray for the left hip showed dissociated stem with trunnion deformity.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported that patient underwent revision surgery on an exeter stem. Revision date (B)(6) 2018. Event update per review of the provided x-ray: provided x-ray for the left hip showed dissociated stem with trunnion deformity.